Manufacturer narrative:
Product ID: a810, serial# unknown, product type: software. Product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen at an unknown concentration. The old dose was 262 mcg/day and the current dose was 1000 mcg/day via the implanted pump for intractable spasticity. It was reported a programming error occurred with the tablet and the drug dose was entered incorrectly. The physician was trying to increase the dose to 262 mcg/day and somehow programmed it to 1000 mcg/day instead. The hcp was looking for overdose information or whether there was an antidote for baclofen. It was reviewed there was no antidote and offered to send emergency procedure guidelines. It was noted the patient was in a hospital in a different state and they were trying to get the company representative (rep) to help program the pump down; however apparently they could not get there for ~4 hours. The hcp dropped off the line while attempting to transfer her to page another rep. Overdose symptoms, not specified were reported and the change in therapy/symptoms was sudden. They were getting ready to intubate the patient due to overdose symptoms. The event date was (B)(6) 2018 (programming was this day) however, the patient was just admitted on the date of this report. At this time the infusion mode or how the error was made was unknown. Additional information was received from the rep on (B)(4) 2018 and the rep was on his way to the facility to turn the pump down. He was able to add that the provider said he was using the new tablet and used the percent increase feature and entered 261 thinking that was the dose, however it ended up increasing the dose by 261%. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. The rep confirmed that a programming error had occurred with the clinician programmer tablet. The clinic was not able to print because they indicated it was too complicated and the doctor stated that would have fixed the problem. The wrong dose was programmed. The dose was supposed to be 265 mcg/day and the device was programmed to "256%," 1000 mcg/day. The rep confirmed the device was delivering 1000 mcg/ml of baclofen. The patient's weight was unknown. No additional actions/interventions had been taken to resolve the patient's overdose symptoms after turning the pump down. The programming error and overdose symptoms had resolved. It was reported the patient was doing fine at the time of the report ((B)(6) 2018). The information had been confirmed with the physician/account. The software version in use associated with the therapy application software at the time of the event was version 1.0.7493.